Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi.